Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose was unknown. Customer also reported that the insulin pump received no delivery alarm. Customer was reporting a past event. Customer reported that the alarm did not occurred during manual prime. Customer reported that event was resolved by infusion set change. Troubleshooting was performed for no delivery alarm. The insulin pump will not be returned for analysis.